Event description:
Customer reportedly received results of 497 mg/dl, 237 mg/dl, and 240 mg/dl within 2 minutes on the aviva system. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.